Event description:
It was reported the placement of the patient's implantable neurostimulator (ins) was 'bothersome.' It was also reported 'they' had moved it before. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).